Event description:
It was reported that the customer experienced high blood glucose levels. It was stated that the reservoir was removed, and the reservoir compartment was wet. After drying the insulin pump, the insulin pump displayed strange values, and bolused spontaneously. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Manufacturer narrative:
The insulin pump had motor error alarm during rewind due to corroded motor home switch. Unable to perform the displacement, basic occlusion, occlusion, prime/a33 and excessive no delivery test and verify bolus anomaly due to motor error alarm. No unexpected strange values on the screen during testing. The insulin pump received with moisture damage on the motor slide housing noted.